Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced insulin flow blocked alarm event on 21-nov-2024 and was hospitalized due to nausea and diabetic ketoacidosis. The blood glucose level was 300 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. No further information available.